Event description:
During mapping with the stealth navigation system after the patient was in the room, but prior to incision, it was noted that the planned trajectory for the depth electrode placements was changing after being reviewed. Equipment representative was present and aware. Noted the issue could potentially be software related.